Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a burnt wire. No allegation related to unintended energy discharge to the patient reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) submitted multiple request for additional information regarding the reported event; however, no relevant information or details was provided at this time.

Manufacturer narrative:
Intuitive surgical, inc. Has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "user found burnt wire." Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests.